Event description:
(B)(4). On this date, I had essure placed and from the point of insertion, I was in alot of pain. It was asharp and stabbing pain that hasn't gone away. It's been chronic since once my period returned after the placement, it was very heavy. I was put on tri-privefem to regulate it and it became worse. Just in the last month I've had my cycle for all but 7 days. I'm constantly tired, painful sex, hip and back problems started after placement.